Manufacturer narrative:
Results: evaluation of the returned product confirmed damage to the zipper. There is an open slider and a missing pull tab on the pt access of the right window side. Also, there is a zipper stuck on the head panel side and on the end rail of the foot panel side. Note: instruction for use state: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Never use the bed if the zipper pull-tab is missing or broken. (B)(4).

Event description:
Customer reported right side panel pull tab is broken on the large right window. Customer did not provide a date when this was discovered. No pt incident or injury was reported.